Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter thoracic aortic aneurysm. It was reported that a 4 year CT scan identified a type ia endoleak. Per the physician, the cause of the event is patient anatomy due to disease progression. No additional clinical sequelae were reported and the patient will be monitored.